Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical consultant visited the user facility and the reported issue could not be confirmed, the device was found to pass testing with no abnormalities. No additional information was provided.

Event description:
The user facility reported that the clv-190 displayed a error 102. There was no mention of any patient harm associated to this report.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-07341. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the phenomenon was not reproduced by olympus field service, but it is inferred that the lamp turned off due to temporary accidental failure in the lamp. The reported error, e102, was displayed on the screen when the lamp turns off. Olympus will continue to monitor complaints for this device.